Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) and cardiac tamponed occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician used the watchman double curve sheath with the versacross connect dilator over the versacross rf wire for transseptal puncture (tsp). The tsp was performed successfully in an inferior/anterior location on the septum. The versacross rf wire was placed across into the left atrial appendage (laa). The physician was having difficulty to cross the septum with the watchman sheath under intracardiac echocardiography (ice) guidance and requested for transesophageal echocardiogram (tee) guidance. The physician was then able to cross the sheath and at this time, it was noted that the patient blood pressure dropped and medications was given to the patient. The tee operator assessed for effusion which was noticed post sheath crossing. The physician decided to abort the procedure and removed the sheath and versacross rf wire. An approximate of 350ml blood removed and pericardial drain was placed. The patient was stable at end of procedure and was taken to intensive care for observation and discharged on (B)(6) 2024. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin no antiplatelet drugs at the time, a cardiac tamponade noted. There was no difficulty with tsp however, the physician feels that he pushed through the appendage when trying to advance the sheath across the septum.